Manufacturer narrative:
For the investigation the logfiles were analysed. The root cause for the described issue was a faulty potentiometer which resulted in the alarm message "poti unplugged". In case of this failure the device generates an optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In case the key "alarm reset" is pressed during such a technical failure, the display switches to service mode. The device has been repaired by replacement of the front plate, which includes the potentiometers. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that while the machine was in use it went into service mode. No injury reported.